Event description:
Dr. Indicated non-integration. Bone loss, during uncover dr. Found the implant was not integrated.

Event description:
Dr indicated non integration. Bone loss during uncover dr. Found the implant was not integrated.